Event description:
Device report from synthes reports an event in japan as follows: it was reported on unknown date that this pc is related to (B)(4) which report that the patient bled out during the revision surgery and passed away after the revision surgery. This pc reports that the patient was infected after the primary surgery. It was reported that this was an intervertebral degenerative fusion (l4 to l5) performed with expedium and t-pal on (B)(6) 2022. After the surgery the patient was infected at around the cage. (B)(4) ¿ unknown screw ¿ reflects infection with debridement. (B)(4) - unknown cage - reflects infection with debridement. (B)(4) ¿ unknown screw ¿ reflects the bleeding and death. (B)(4) ¿ unknown cage ¿ reflects the bleeding and death therefore, a revision surgery was performed on (B)(6) 2022. Then, cleansing and debridement were performed. This report is for one (1) unk - cage/spacers this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.